Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced and error code b30 scope communication error. The event occurred during preparation for use. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus technician was sent to facility and found moisture in the video connector socket. The socket was cleaned and the error code cleared. Additional findings reported by olympus technician: output connection is dirty, error code 315, and moisture found inside of device. Based on the results of the investigation the cause of the communication error was caused by moisture inside the device. Olympus will continue to monitor field performance for this device.